Event description:
It was reported that the patient presented in the emergency department due to atrial flutter. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited failure to automatically mode switch due to under-sensing. No intervention was performed. Patient condition was stable.